Event description:
It was reported the powerseal curved jaw sealer and divider had an error. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: a portion of the returned product wire was snipped off, and functional inspection wad unable to be completed. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.